Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16571653/16571653, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to a better coverage and high programming. It was also noted that the leads were replaced due to a new position of the leads and needing a longer length. The patient was doing well postoperatively.